Event description:
Analysis of the returned device found that the guidewire hypotube was fractured.

Manufacturer narrative:
Handling damage. A review of the device history record was performed on this batch and no issues or discrepancies were found. The device history record showed that this device met all required specs. Based on the investigation and info provided, there is no indication that the released device, labeling, or packaging failed to meet its specs. Analysis of the returned device found the surface of the hypotube to be fractured, and showed evidence of elongated ruptures in a bending overload direction. This was confirmed through scanning electron microscope (sem) analysis. The directions for use state to "exercise care in handling a guidewire during a procedure to reduce the possibility of accidental breakage, bending or kinking". Multiple attempts were made to gather further info, but no add'l info has been received. Based on the investigation and the info provided, the most probable root cause was determined to be handling damage.